Manufacturer narrative:
The insulin pump was unable to prime during prime test and it alarmed motor error during basic occlusion test due to faulty force sensor resistor. The device passed the displacement test. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Nurse reported via phone call that the insulin pump alarmed motor error during bolus. Blood glucose value was 423 mg/dl; not treated yet. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.